Event description:
Additional information received that physician brought the patient back in after placing drain due to continued draining and then explanted the system. This resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It as reported that patient was seen by the physician for the wound at ipg site. A drain was placed and the output is being monitored by the physician.